Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. Following pre-dilation, a 4.00 x 12mm synergy¿ drug-eluting stent was advanced with the use of a non-bsc guide extension catheter but failed to cross the lesion. When the device was removed, it was noted that the proximal part of the stent strut was lifted at the guide segment entrance of the guide extension catheter. The procedure was completed with another synergy stent. No patient complications nor injuries were reported.